Event description:
Patient reported that the pump lasted two months, the cause was unknown. The pump was delivering sufentanil and lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8703w, lot # l47173, implanted: (B)(6) 1997, explanted: unk.